Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a ventricular sensing drop between the analyzer (using the new electrocardiogram (ECG) filter) and the final device measurements, particularly when the lead was positioned in the septal region. The r-wave amplitude sensing measured 12 millivolts (mv) on the analyzer, remained stable at 9 mv during fixation, but dropped to 5 mv once connected to the implantable device without any change in lead position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: section g2. Report source medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.